Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that patient reported a therapy issue. The patient stated, "I think it's not working" and "I think the battery life was only for 3 years," and also mentioned that they did not feel the stimulation. The patient stated that they needed the ins to function for bowel and bladder management and noted that they did not have sphincter muscles in the pelvic floor area. The patient mentioned they contacted their doctor for assistance but was redirected to the manufacturer for help them on switching programs. The agent reviewed general programming guidance, educated the patient on the general use of external devices, and provided instructions on switching between programs. The patient mentioned that when they were increasing the stimulation level, the ins vibrated on their hip rather than the pelvic floor area, which they found embarrassing. The patient confirmed they experience no fall nor trauma. The agent reviewed considerations for therapy optimization. While attempting to increase stimulation, the patient mentioned that the handset became unresponsive and they were unable to increase the amplitude. After the agent placed the patient on hold and reviewed resources, the patient was eventually able to increase the amplitude. The patient switched to program 6 at 0.9 amplitude and confirmed that they were able to feel the stimulation and that it was comfortable. The patient was redirected to their doctor if the issue persisted.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.